Event description:
Upon unpacking an express biliary ld premounted stent system, the stent was not mounted on the balloon properly. After further clarification, it was reported that a strut was sticking out of thestent. The event took place outside of the patient. The procedure was successfully completed with another express biliary ld stent delivery system.